Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's mother reported that her son was admitted to the emergency room (ER) due to high blood glucose (bg) values. The patient's mother stated the patient went to the ER because she was unable to get the high blood sugars down with insulin treatment. The patient was also at the ER because he was throwing up from a stomach bug. The patient's mother stated that the dexcom system was working fine and alleges the dexcom was not the reason for the ER visit. No product defects or failures were alleged. At time of contact the patient's condition was good. No additional event or patient information is available.